Manufacturer narrative:
Images were sent to gore imaging services for evaluation. Per the evaluation two time-points were available for evaluation; pre-implantation cta dated (B)(6) 2019, and pre-implantation, non-contrast, CT dated (B)(6) 2019. Images on (B)(6) 2019, cta appear to have low contrast and 5mm slice thickness imaging which contribute to poor quality imaging to evaluate. Patient presents with a prosthetic hip on the right side. This metallic density creates streak artifact on the imaging. Patient also appears to have surgical hardware in their lumbar vertebrae. These metallic densities also create artifact on the imaging. These artifacts make it difficult to see surrounding anatomical structures. Aorta and iliac arteries appear to be tortuous. Due to the poor contrast, artifact on the images and tortuosity, it is difficult to confirm the location of the lowest renal artery, with available imaging. There appears to be a 72 degree angulation of the abdominal aorta just proximal to the aneurysmal sac. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated procedure. The patient had extremely tortuous anatomy. The abdominal aortic neck was measured at 93 degrees. It was reported that later in the evening when the patient stood up, there was some pain. Images revealed a proximal type I endoleak (gore® excluder® aaa endoprosthesis rlt311417/18526186). There was a reintervention on (B)(6) 2019, and three additional gore® excluder® aaa aortic extender endoprostheses were implanted. The patient tolerated the procedure.